Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patient experienced an inappropriate defibrillation event. The patient received three inappropriate defibrillations. Multiple counting of tall t-waves contributed to the false detection. The rhythm at the time of the treatments was a sinus rhythm at 80-86 bpm. The patient was reportedly treated while with ems and while at the hospital. It was reported that the patient was unable to prevent the treatment due to several blankets placed over the patient by the paramedics. The patient was admitted to the hospital and ended use due to improved ef.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient ended use due to improved ef. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4) - reuse, electrode belt (B)(4):10/2013 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).